Event description:
Reported via clinical study it was reported the patient experienced chest pain. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device was successfully implanted on (B)(6) 2025. Post procedure the patient complained of chest pain and a computed tomography (CT) scan was performed on (B)(6) 2025. The patient oral medication was changed excluding antithrombotic therapy. The event was resolved on (B)(6) 2025.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient code added.

Event description:
Reported via clinical study. It was reported the patient experienced chest pain. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device was successfully implanted on (B)(6) 2025. Post procedure the patient complained of chest pain and a computed tomography (CT) scan was performed on (B)(6) 2025. The patient oral medication was changed excluding antithrombotic therapy. The event was resolved on (B)(6) 2025. It was further reported that the chest pain is believed to be caused by inflammation at the surgical site.